Manufacturer narrative:
The lens was returned wrapped in gauze. The lens was a clear single-piece, monofocal lens. Model cannot be determined without the lot number. The lens was intact. Marks were observed near the edge that appeared to have been made by an instrument used to grasp the lens. The lens was cleaned with klrp. The lens dimensions were acceptable using an company single-piece lens template. The product investigation could not identify a root cause for the reported dislocation. No problem was found with the returned lens. The returned lens was a clear, single-piece monofocal lens. The specific model cannot be determined without the serial number. The serial number was not available as the lens was implanted at a different facility. The lens dimensions were acceptable using an company single-piece lens template. Information was provided that an unspecified iol implanted in 2004 was replaced with a non-company, 17.0 diopter, monofocal lens model. Surgeon indicated a good prognosis with the lens exchange. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens was inferiorly dislocated and was exchanged for another lens model 19 years following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).